Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and verified the reported issue. To fix the issue, the fse replaced the broken ECG input cable which would not allow the cable to be secured. The fse then performed full calibration, functional and safety tests which passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non- OEM parts. The full name of the event site is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) ECG input port was broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event was reported.